Event description:
It was reported that between (B)(6) 2017, the rv lead impedance was saturated at 3000, with a pacing threshold measured at 1.75 v/0.5 ms. The rv lead impedance measurement was 2115 at implant and 1050 during the last follow-up on (B)(6) 2016. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue at ventricular level is suspected.

Event description:
It was reported that between january (B)(6) 2017, the rv lead impedance was saturated at 3000¿, with a pacing threshold measured at 1.75v/0.5ms. The rv lead impedance measurement was 2115¿ at implant and 1050¿ during the last follow-up on (B)(6) 2016. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue at ventricular level is suspected.